Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05-jul-2018 with the following findings: during the investigation, a review of the black box showed evidence of multiple cs078-0008 alarms. Unrelated to the original complaint, moisture was observed behind the display lens. The pump¿s ezprime steps were successfully completed. The pump emitted a loss of prime warning during 24-hour testing. Investigators were unable to complete further testing to adequately investigate the complaint. A leak test failed due to a cover crack on the front of the pump. The pump¿s cover was removed, and moisture ingress was found on the printed circuit board and the motor connector.